Event description:
The customer contact reported a constant proximal and distal occlusion alarms on channel a and channel b. The pump was returned biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, channel a and channel b alarmed with a constant proximal and distal occlusion alarm. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.